Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect pads¿ when the defibrillation electrodes were connected to the patient. The customer advised that the defibrillation therapy cable was disconnected and reconnected to the device and new defibrillation electrodes were used, however that did not resolve the problem. The fire department was on the scene and used their device. This issue is patient related; however the customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.